Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the jaws were burnt and the hot jaw silicon was cracked. Resistance measurements were out of electrical specifications. The device did not pass the pre-cautery test. The failure mode "self-activation" was reproduced and the complaint is confirmed. A review of the device lot history was performed, and there was no nonconformance which could have attributed to this failure mode. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted if additional information is obtained. (B) (4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder was intermittently working during ligation. The procedure was completed with the reported unit. The hospital did not report any patient effects. The product is returning.